Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that fuses f11 and f12 on the mobile view station (mvs) board were blown. Replacement of the fuses resolved the issue. No further issues were reported. Replaced fuses were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging systems batteries were drained due to a fuse issue. There was no patient present when this issue was identified.